Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead had elevated capture thresholds. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016 without any issues. Patient's condition was stable.